Event description:
Revision surgery - due to soft tissue laxity. The patient needed a larger poly; the surgeon exchanged an 8x9 for 8x11.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 1.6 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery, and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the ninth complaint for this part number: three limited range of motion/stiff knee, one dislocation, one pain, one infection, one packaging issue, and one broken post. The root cause was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability; such as loose joint from inadequate soft tissue, implant selection, or patient activity.